Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? First and continued what vessel or structure was the device fired on at the time of the event? Cystic duct and the cystic artery. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No if so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? In. What were the indications for surgery? Gall bladder disease what was found? Does the patient have any relevant history of surgical treatments? No if so, what? Did somebody other than the primary surgeon fire the instrument? No if so, whom?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was being fired over the cystic duct and the cystic artery and when fired the clips fed two at a time and one fired on the tissue correctly and the other one dropped out of the device. This happened continually through the case until completion. Each time a clip dropped it fell into the patient's abdomen and was removed with graspers. There was no patient consequence reported.